Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 500 mg/dl. Customer had heart attack and was on heart support from few days back. Customer reported sensor was not giving signals which was inserted before one of reported event. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.